Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was frozen while transaction. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was frozen while transaction. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had got freeze during the middle of the transactions for nursing. A field service engineer found the cubie pocket was out of range and the drawer was looking for a full height cubie drawer, worked with the technical support specialist, then the technical support specialist found the medication application debug log, the entire drawer need to be reset and contacted the user request for downtime and also requested to unload the medications, tss was unable to fix a pocket and will need to reset the entire drawer hence unloaded all the cubies, there was an adjacent mirrored station, completed the troubleshot and for some steps it required assistance and failed to recover the drawer from the station for storage space configuration, done drawer reset and user was able to delete the drawer from the station storage space configuration and assigned back the loaded medications, unloaded the drawer as well as on the server and no medications pended from the server, while the user attempted to unload the medications physically from the drawer, the cubies/pockets did not open and stuck, dropped the device for inventory report, ran device inventory query and found few drawers were still visible for some reason, reset it, checked on the server and the bogus pocket gone from the list finally, the drawer was not physically opening for them when try to unload because it think there was no drugs/ medications loaded to the drawer, followed knowledge article ¿med es - cubie duplicate address detected¿, rejected the cubies, removed all the affected cubies and replaced them, duplicate cubies issue was rectified, but failed in health sight viewer, managed to perform recovery storage space, used new database in the station and synchronized the station and renamed the device, restage the device then fse replaced the t-board controller circuit board and configured the drawer to resolve the issue. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.